Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump emitted a burning smell while the customer attempted to charge the pump; subsequently, the charger was stuck inside the usb port. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy.